Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient had been admitted to the hospital on (B)(6)2025 with a blood glucose level above 400 mg/dl and ketone levels of 3 mmol/l at the time of hospitalization. The patient had been treated with a manual bolus. The patient had also experienced diabetic ketoacidosis symptoms including headache, vomiting, and feeling sick. The duration of hospitalization had been more than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010397, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010397". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010397 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 21-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly lot 4l03181 was manufactured according to the wi version 27 on 21-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 4l01866 was manufactured according to the wi version 42 and manufactured in the machine 04, 05 and 08 on 16-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.